Event description:
It was reported that the pico was installed on (B)(6) 2019 and removed on (B)(6) 2019. The patient could not sleep because the device vibrated and then the pump stopped during the night. The device was new, no leaks were found by the nurse. The treatment was completed with another device.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past five years. The device was used for treatment. It was reported that issues were experienced during use. As the device was not returned it was not possible to carry out a thorough product evaluation. It was reported that the device was vibrating. The pump monitors the level of air leaks into the dressing. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder than normal buzzing with ok light still flashing). If it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Although it was reported that the nurse could not identify any leaks within the device, air leaks can also be caused if the tubing is not securely fastened or if port is not adhered to the dressing correctly. We have not been able to confirm a relationship between the event and the device or identify a root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.